Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the endotracheal tube developed a cuff leak. Upon investigation it was found that the cuff was leaking from the seal around the tube, no damage was observed. The incident led to reintubation of an unstable patient. The event occurred during device therapy. There was patient involvement and no reported harm.